Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6: health effect clinical code - delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024 . The date of the event is an approximation. On (B)(6) 2024 , it was reported by the child that the patient experienced inaccurate cgm values. The patient experienced headache, delirium, confusion, and unconsciousness. The cgm was 40 mg/dl and the bg by the son was 400 mg/dl. The spouse administered 15 units of homolog insulin over three hours, but the patient remained unstable. The son called 911 for paramedics to check the patient's vitals and glucose levels. The reporter ended the call without providing additional details. Attempts to contact the patient/reporter for additional event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.